Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2,000.0 mcg/ml) at unknown concentration via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that the pump was explanted due to infection. The patient had recovered without sequela and there was no patient injury. The event date was (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), revealed functional checks during decontamination were acceptable; no destructive analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2,000.0 mcg/ml) at unknown concentration via an implantable infusion pump for the treatment of intractable spasticity and cerebral palsy. It was reported that the pump was explanted due to infection. The patient had recovered without sequela and there was no patient injury. The event date was (B)(6) 2018. No further complication was reported.